Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced high blood glucose levels, felt bad (vomiting), due to a bent cannula. On approximately (B)(6) 2022, he was admitted for high blood glucose levels (in the range of 300-400 mg/dl or higher) and kidneys issues 2 times prior to starting his pump last week. Moreover, he had been a recreational drug user but was clean for 3 weeks. Reportedly, he was hospitalized for three days. Currently, he is on long-acting insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.